Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. This MDR is being filed after a retrospective review of all complaint reports.

Event description:
Patient developed three small ulcers after treatment. They were less than 1cm in size and in one underarm. Physician provided topical ointment, and patient was prescribed oral antibiotics as a cautionary measure at a follow-up visit. Full resolution was not confirmed.